Manufacturer narrative:
(B)(4). The onset of peritonitis was reported to have occurred in an unknown date in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent and abdominal pain. On (B)(6) 2014, the patient began treatment with gentamycin therapy (2 grams, once, intraperitoneally) for peritonitis and on the same day, the medication was stopped. The route for the vancomycin treatment was intraperitoneally (route previously not reported). On an unreported date in (B)(6) 2014, the vancomycin medication was stopped. On (B)(6) 2014, the patient continued to experience abdominal pain and cloudy effluent even after treatment. On the same day, the patient's pd catheter was removed and hemodialysis was started. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for the event and later discharged. The patient was treated with ciprofalxin (orally, dose and frequency not reported), then switched to vancomycin (1g, every four days for four weeks, route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Approximately 1 month prior to the receipt of this report, the patient experienced complications of peritonitis and was hospitalized on the same day for the event. Two days later, the catheter was removed following complication of the peritonitis. Further treatment was not reported. Three days after admission, the patient was discharged from the hospital. The patient was reported to be recovering from this event. Should additional relevant information become available, a supplemental report will be submitted.